Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the trigger could not be grasped completely at the first firing and the clip was malformed. Then, the device was fired several times outside the pt's body and it functioned properly. Another device was used to complete the procedure. There were no adverse consequences for the pt.